Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration. During evaluation, the force sensor assembly was found to be damaged.